Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the primary location of the infection was the bottom of the site of implant. The infection reportedly had signs and symptoms of the patient being thin and the implant having eroded through the skin. It was noted the patient had been administered antibiotics for the infection and that the infection had resolved by the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection and he implantable neurostimulator (ins) was explanted. The ins and leads were replaced several months later. Following the replacement, the patient was fine and their therapy was effective.